Event description:
The patient's family notified the homecare agency stating the patient did not feel well enough to do the vital signs. It was discovered at this time that no vital signs tranmissions by phone had occurred since the hommed monitor was placed in the home. The monitor was tested by the rn when it was placed in the home. The rn from the homecare agency called the manufacturer. Hommed informed the homecare agency that they are aware of a software error that occurs in the central station causing random patient's vital signs to fail to transmit to the central station. There was no cue at the central station giving notification of a transmission failure. No patient injury occurred.